Manufacturer narrative:
The device was in use for treatment. It is understood that this event occurred during the preparation. The device has not been returned for analysis. As a result, the clinical observation cannot be confirmed. A review of the device history records identified no recorded manufacturing rejects or anomalies related to this event. In addition, there are no additional complaints of the same nature, as the reported event, from the same batch listed in this work order. The event will be re-evaluated if additional information becomes available.

Event description:
During preparation for a pvi procedure (pulmonary vein ablation), the customer reported that the whole hemostatic valve fell out and even some plastic parts, while inserting the mandrel. The user obtained another sheath of the same model to perform the procedure. There was no report of any adverse patient effects from this event.

Manufacturer narrative:
The device was returned for analysis. Upon evaluation of the sheath, it was found that the hemostasis valve was present and intact. The reason for return cannot be confirmed. No manufacturing defects were found. No manufacturing rejects or anomalies of this type were recorded in the device history record. The transseptal sheath and dilator passed all in-process and qa final inspection steps before shipping to the customer, including visual, mechanical and dimensional testing. Breezeway inspection procedure, section 14 includes the following inspections: 1.visual inspection (step 14.1) - with the naked eye verify the shape and form of hub area. Verify that the hub is free of damages at the seal, bonded seal cap, hub, stopcock, and sideport tubing. 2. Leak test (step 14.2) perform leak test according to procedure 3. Sideport occlusion test (steps 14.3 & 14.4) attach 10cc syringe with plunge completely pulled out to the open stopcock valve. Test both outlets of the stopcock, one at a time. When testing one outlet make sure the other is off. Push and pull plunger of the syringe to confirm air flow through sideport. No sheath should be accepted where blockage is felt. Qa inspection of final assembled device is per aql. The instructions for use (IFU) the user is informed for transseptal use to wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wetted and placed through the center of the valve to prevent tearing of the seal and leakage. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve.